Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, pre-existing chordal rupture, prolapsed anterior and posterior leaflets. Two clips were successfully implanted. To further reduce mr, a third clip was deployed on the mitral valve. However, after deployment, the detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To further reduce mr and to stabilize the slda, a vascular plug was implanted, reducing mr to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, pre-existing chordal rupture, prolapsed anterior and posterior leaflets. Two clips were successfully implanted. To further reduce mr, a third clip was deployed on the mitral valve. However, after deployment, the detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To further reduce mr and to stabilize the slda, a vascular plug was implanted, reducing mr to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported single leaflet device attachment per the physician was related to patient conditions (a very anterior position of the fossa ovalis conditioned the trajectory of the device). Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. H6. Code 2199 was removed and code 4641 was added.